Event description:
It was reported that during a knee collateral ligaments repair procedure, when implantation the anchor was broken. A smith& nephew backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One 4.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The anchor has broken above the suture eyelet. The anchor and suture are free from the inserter. Dimensional assessment of the anchors major diameter found it within print specifications. One leg of suture is missing from the assembly and was not returned. The inserter and suture show no abnormalities. The condition of the anchor indicates it was subjected to excessive force during insertion.